Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. No physical damage was observed. The photos provided were reviewed. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.5cm from the rear seal and measuring approximately 0.01cm in length. The evaluation confirmed the reported problem which was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a unknown alarm generated and then hospital staff suspected an iab rupture. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a unknown alarm generated and then hospital staff suspected an iab rupture. The iab was replaced and therapy was provided. There was no reported injury to the patient.